Manufacturer narrative:
Additional information: h6- lens returned dry in a microcentrifuge vial. Visual inspection found haptic deformed. Dimensional inspection found the lens to be within specifications. Corrected data: d4: primary unique device identifier (UDI) #: (B)(4). "UDI related data quality updates only". H6-investigation type 4110 in initial MDR: lens work order search results- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. In a separate visit the lens was exchanged for a same length lens and different power. It should be noted that the replacement lens was implanted vertically. The problem was resolved. Cause reported as unknown.